Event description:
It was reported that a malfunction occurred on the pump, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to call back if the malfunction recurred. The customer understood these instructions.